Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid left anterior descending (mlad) with moderate calcification and moderate tortuosity. For pre-dilatation, the 2.5x12mm trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the first inflation at 3 atmospheres (atm). Therefore, the bdc was removed from the patient. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.